Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult clip delivery system removal from the steerable guide catheter cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report difficult removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted a rotated heart and anterior prolapse were present. An ntw clip was inserted and advanced over the valve. However, while steering down, it was observed the clip deflected in the wrong direction. The clip delivery system (cds) was removed, then reinserted. The physician confirmed the blue makers were aligned. When attempting to steer down, the clip continued to deflect in the wrong direction. Therefore, the clip was removed and replaced. Another ntw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. However, after retracting the cds into the steerable guide catheter (sgc), the physician felt a significant amount of resistance. Since the cds was already in the sgc, the decision was made to remove both devices together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.